Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection performed with the naked eye noted a stuck tubing at the occlude feet location. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received, and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked at the twist clamp, where the tubing connects to the white component of the set. This occurred during use for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury, or medical intervention associated with this event. No additional information is available.